Manufacturer narrative:
Occupation was patient/consumer. The test strips have been requested for return. The reporter's meter and strips were provided for investigation where they were tested using roche level 2 controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 2:00 pm, the result from the laboratory was 2.7 inr. At 2:25 pm, the result from the meter was 2.0 inr. Customer retested on the meter and the result was 2.1 inr. The customer's therapeutic range is 2.0-3.0 inr.